Event description:
A power source alert 07 was reported by the customer, but there was no adverse impact to the customer's blood glucose level. The customer was using both the tandem charging cable and wall adaptor when the alert occurred. After attempting to resolve the issue by plugging the charging cable into a wall adapter for at least 30 minutes, the pump began charging, and no further assistance was required.